Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that truespan 24 degree peek had only the deployer return for evaluation. The needle was broken at the distal end and the shaft was deformed at the breaking point. The pusher rod was unable to be fully deployed on the shaft. The red trigger was found in a normal shape. The broken fragment of the needle was not returned for evaluation. Neither the plates nor the suture were returned for evaluation. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was unconfirmed as the observed condition of the truespan 24 degree peek would not contribute to the complained device issue. Based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation which can have caused to damage to the needle and the shaft. As per IFU, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. E3: reporter is a j&j sales representative. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 2 for (B)(4). It was reported that during anterior cruciate ligament repair surgery, it was observed that after first firing with the truespan 24 degree peek device, two plates were deployed at the same time. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: updated

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.